Event description:
It was reported that patient presented to the clinic after a fall. Lead dislodgement, loss of capture and sensing were observed. The lead was explanted and replaced when repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the damage found was sustained during the surgical procedure. The lead was otherwise normal.